Manufacturer narrative:
The customer stated that there have been no further complaints of this nature.

Manufacturer narrative:
Evaluation summary was updated.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant results for ureal urea/bun (bun), crep2 creatinine plus ver.2 (crep2), and ise indirect k for gen.2 for 1 patient sample. The patient was in the emergency room with a diagnosis of coughing. An initial bun result of 79.7 mg/dl, an initial crep2 result of 6.91 mg/dl, and an initial potassium result of 5.65 mmol/l were reported outside of the laboratory on (B)(6) 2017. The patient was then admitted to the nephrology unit and given intravenous fluids. A chest x-ray and MRI were performed. A new blood sample was drawn. This new sample did not show the same elevated bun, crep2 or potassium results. Specific results were not provided. On (B)(6) 2017 the physician requested a repeat of the original sample on another analyzer. The repeat results were a bun result of 20.7 mg/dl, a crep2 result of 1.14 mg/dl and a potassium result of 4.84 mmol/l. The repeat results from the other analyzer were deemed to be correct. The patient was discharged on (B)(6) 2017. The customer stated they checked other patient results for the same day of event and no other samples ran high for bun, crep2 or potassium. The samples were aliquoted by a modular pre-analytics system. The bun reagent lot was 25305301 with an expiration date of 31-mar-2018. The crep2 reagent lot was 25791001 with an expiration date of 31-mar-2018. The potassium electrode reagent lot and expiration date was requested but not provided. The field engineering specialist was not able to find a cause. He performed mechanical checks which all looked good. The customer stated they have been running the analyzer since the day of event and have had no errors in their calibration or qc. The customer performed calibration, qc, and precision runs the day of service visit all which were acceptable. Further investigation showed that since the calibration and control results meet specifications, reagent issues can be excluded. The customer stated with certainty that all of the aliquoted cups are discarded after use and are not reused so a possible contamination from urine samples is unlikely. Mechanics of the modular pre-analytics are also believed to be in working order since the customer had no other issues on any other samples. Based on the provided information a root cause could not be identified.